Event description:
It was reported that the teeth of the bending plier broke as the surgeon attempted to bend a plate on the undercuts.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was not returned for eval. A review of the device history records did not show any discrepancies that could have contributed to the reported issue.